Event description:
N/a.

Manufacturer narrative:
The crile forceps 6-1/4 cvd matte (107141) was not returned to the manufacturer; therefore, an evaluation of the actual device could not be performed. Lot number information has been provided; device history records (DHR) was reviewed, and no anomalies were found. Visual evaluation of photo provided by the customer showed the crile forceps had its set screw missing. Loss of the set screw may be the result of wear to the threading due to use or damage during disassembly. No manufacturing, workmanship or material deficiency has been identified. The reported complaint was confirmed. Trends will be monitored for this and similar issues.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the pin of the kelly clamp/crile fcps 6-1/4 cvd matte (107141) had come out and fell into a patient while in an open abdominal surgery. The surgeon was able to retrieve the pin, there was a delay of 15 minutes by locating the pin which was eventually irrigated and suctioned into the suction canister. It was reported that there was no patient injury and the patient remained stable.